Manufacturer narrative:
Product investigation completed. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced urine leaking due to suspected atrophy leading to the an artificial urinary sphincter (aus) replacement surgery. During the procedure the existing device was removed and replaced with a new one. There were no device malfunctions associated with the explanted device. The patient did not experience further adverse events and had no issues following the procedure.

Event description:
It was reported that the patient experienced urine leaking due to suspected atrophy leading to the an artificial urinary sphincter (aus) replacement surgery. During the procedure the existing device was removed and replaced with a new one. There were no device malfunctions associated with the explanted device. The patient did not experience further adverse events and had no issues following the procedure.

Manufacturer narrative:
G5, h2, h10 updated. Product investigation completed. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.